Event description:
The footswitch was giving error code six during use on the procedure. The customer would flex the cable to get it working but the error 6 would soon reappear. The doctor continued using the system until the completion of the case. There was no pt consequence.